Event description:
It was reported that the user experienced a low blood glucose event while working outside in the heat and treated with oral carbohydrates by consuming two small pastries; the agent provided education that exertion in heat can lower glucose levels. Symptoms included hypoglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no findings and insufficient information to identify a device-related problem. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.